Manufacturer narrative:
No conclusion can be drawn. The device has been returned but still has pending evaluation results. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of motor overheated that it burned the hand. On follow-up, it was confirmed that there was no user injury nor delay in the procedure.

Manufacturer narrative:
Report not confirmed. Evaluation could not reproduce the reported malfunction as the temperature rise was within specification at 18°f. It was also noted that the device was received in good condition and there were no deviations found. If information is provided in the future, a supplemental report will be issued.